Event description:
It was reported that there was a removal of an atrial mass. It was reported that the patient¿s chest was split open to complete the procedure. During the procedure there was a zipfix tie that loosened after the surgeon completed the procedure. Prior to closing the fascia and after the sternal zipfix was tightened and cut, one out of five of the zipfix implants came undone. The surgeon removed the item. The surgeon did not replace it with another zipfix. The zipfix was noticed to be loose and removed during the initial procedure on (B)(6) 2013. There was no apparent harm to the patient. Product was not reprocessed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.